Manufacturer narrative:
This follow-up MDR was mailed to the FDA on 8/11/97.

Event description:
The iab leaked during insertion. The iab was removed and a second was inserted. The iab was not returned to datascope for evaluation. Event complications: none from the event-reported 6/25/97.) Pt's current status: critical-rpt'd 6/25/97.)